Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The hakim valve was returned for evaluation: DHR - lot 4755630 conformed to the specifications when released to stock failure analysis - the valve was visually inspected; no defects were noted. The valve passed the tests for programming, occlusion. Leaks, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the hakim programmable valve was implanted on (B)(6) 2021 to a (B)(6) male patient with hydrocephalus malresorptivus (cartagener syndrome) and obstructive nerve (aqueduct stenosis). Although medical staff consistently increased the resistance, overdrainage with slit-shaped ventricles was always shown radiologicaly, which is why medical staff replaced the valve on (B)(6) 2021. It is difficult to judge which/if damage occurred due to the prolonged overdrainage with slit ventricles. The patient was clinically stable. He has undergone several heart and abdominal surgeries.